Manufacturer narrative:
H6: ime coded for pli 20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced issues with stimulation adjustment, as the stimulation would not increase or decrease. The patient was unable to increase stimulation on group a and could not switch to group b. The patient reported that their leg was hurting a little bit and expressed a desire to increase therapy. During the call, therapy was turned on, with the implant at 90% and the communicator at 100%. The patient attempted to resolve the issue by turning the handset off multiple times, but this did not resolve the problem. The patient was redirected to their healthcare provider to address the issue. Additional information was received from the patient (pt) stating that they met with their healthcare provider (hcp), and they were able to make it work. The patient states that they need a new wire implanted, the one they have never worked from the start, and it only worked on one leg the whole time. The patient reports that their inability to increase/decrease their stimulation is resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial # (B)(6); implanted: (B)(6) 2017, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.